Event description:
It was reported that the insulin pump was submerged in water. Afterwards, the insulin pump alarmed battery out limit. Troubleshooting was performed, but the insulin pump could not be restored to normal operation. Nothing further was reported.

Manufacturer narrative:
The display was blank due to moisture damage on the electronic assembly, the motor assembly, and the keypad traces.